Manufacturer narrative:
Reported issue of clip falls into the patient in an open state. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03679 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-03680 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the colon during an endoscopic mucosal resection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was unable to close; however it successfully released from the catheter and deployed. The clip did not lock onto tissue and fell into the patient in an open state. The clip was left to pass naturally. The second clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.